Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5101114) that a female patient who had unknown mentor saline prostheses placed experienced right sided deflation, a right sided breast cyst, and several unexplained systemic symptoms post procedure. Body cysts, skin rashes, thyroid disease, joint pain, back pain, knee pain, and migraines were all noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-08178. For contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on august 23, 2021. The patient is a 22-year-old caucasian female. The implant date was clarified to be (B)(6) 1995. The device was explanted on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness/cyst/deflation. Manufacturer¿s reference number: (B)(4).